Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation with the tfna augmentation for the fracture of the trochanteric femur. The surgery was performed as per surgical technique, and the cement in question was used. It was confirmed by the image intensifier that the cement leaked to the posterior side of the bone when the surgeon was filling the third syringe. The surgeon determined that there was no problem because the leakage was outside of the joint. The surgery was completed without any surgical delay. The posterior fracture was slightly more medial, so that the surgeon guessed that the leakage might have come from there. No further information is available. This report is for one (1) traumacem v+ cement kit 10 ml. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.